Manufacturer narrative:
Diasorin (B)(4) received a complaint from a customer stating that 11 out of 47 presumed positive samples resulted as negative with the liaison sars-cov-2 s1/s2 igg assay on liaison xl (s/n (B)(4)). The comparison was performed with the abbot assay. Initially, the customer tested 47 positive samples: 36 resulted as positive and 11 as negative with the diasorin assay. 5 negative patient specimens were also tested: 4 resulted as negative and 1 resulted as positive. The resulting overall positive agreement, based on this initial study, was 76.6% and the negative agreement was 80.0%. It was reminded that diasorin assay and its clinical performance were based on clinical sensitivity defined by pcr positive and analyzed depending on the days from diagnosis. Depending on the days from diagnosis, the overall sensitivity or positive agreement varies, as reported in the IFU. Regarding the negative comparison, clinical specificity studies were performed with samples collected pre-covid. In addition, the principle of the liaison assays relies on the calculation of rlu measurements off of a working curve, which in this case results in an au/ml value. The assay is designed with a key focus on specificity, which relies on an appropriate cut-off and lack of cross-reactivity; the assay is not designed around detection of low level antibodies that are not clinically significant. Based on customer additional studies, 157 patients were tested for comparison, obtaining 94.3% for positive agreement and 94% for negative agreement. The initial tested samples were not available for re-test. The overall result of 94.3% for positive agreement was within IFU sensitivity agreement with pcr comparator, therefore no product problem was identified. The complaint was classified as not confirmable. As reported in the IFU, the liaison sars-cov-2 s1/s2 igg assay and its clinical performance were based on clinical sensitivity defined by pcr positive; no comparison studies with other serological tests are available and differences with competitors' assays may be expected and cannot be related to product deficiencies.

Event description:
In light of the covid-19 pandemic and the subsequent authorizations (euas) for sars-cov-2 diagnostics tests and per the conditions of the emergency use authorization, suspected false negatives, false positives and significant changes in expected performance characteristics will be reported under 21 cfr 803. The alleged false test results in this event have not caused patient injury or death; however, this event is being reported conservatively because if the alleged malfunction were to recur there is a non-remote potential for serious injury or death. Diasorin (B)(4) received a complaint from a customer stating that 11 out of 47 presumed positive samples resulted as negative on the liaison sars-cov-2 s1/s2 igg. The comparison was performed with the abbot assay.